Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure, follow-up on (B)(6) 2013, the physician observed dried blood at the scs lead implant site. It was also reported on (B)(6) 2013 the pt was experiencing numbness and weakness on his entire left side. Subsequently, the pt was advised to turn the trial system off and to go to the ER to have the leads removed to have an MRI. Follow-up identified the issues resolved upon removal of the leads.